Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported navigational ring failures. No patient or user harm was reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date received by manufacturer: 31jul2019. Report date: 01aug2019. The customer indicated no history of the reported issue occurring on this serial number. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.